Manufacturer narrative:
The nitinol clip listed previously was used in conjunction with the implants listed below as a total construct for bone fragment osteotomy fixation and joint arthrodesis. Component implants used in entire construct: motoband cp locking screw 3mm x 16mm, catalog # 15nl-3016, lot #: 500309. Motoband cp locking screw 3mm x 18mm, catalog # 15nl-3018, lot #: 500313. Dynaforce mpj short 18mm 5 degree plate, catalog # 7150-5018, lot #: 500392.

Event description:
A doctor performed an mpj fusion surgery using an mpj plate ,screws, and staple on (B)(6) 2018. During a patient visit for discomfort, an x-ray revealed a broken staple and a screw that is sitting slightly above the plate. A revision surgery was performed on (B)(6) 2019 for patient pain and discomfort. No hardware was implanted during the revision surgery. The joint had experienced proper fusion.